Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The tibial bearing was replaced and an irrigation and debridement was performed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."